Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection and erosion. A revision was performed and the crt-d along with this right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead and deep septal lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).